Manufacturer narrative:
No button error alarm. Pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call that customer received a button error alarm. It was also reported that buttons were not responding. Customer's blood glucose was unknown. It was reported that insulin pump may have been exposed to rain water. After troubleshooting, customer was advised that insulin pump would need to be replaced.